Manufacturer narrative:
Correction- h11-UDI statement. 4581-appropriate clinical signs, symptoms, conditions term/code not available: tear in the patient's soft palate. The actual complaint product was not returned for evaluation; additionally, no photographic/videographic evidence was provided by the reporter. The vendor inspected the hardness of 3 retained samples and determined them to be within the acceptable hardness range. The complaint could not be confirmed and the root cause could not be determined. The device history record for lot 2310012358 was reviewed and the product was produced according to product specifications. The documented UDI is based on the stock/product code provided by the reporter; the UDI-pi is not available all information reasonably known as of 03 oct 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint- (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
Sunmed holdings llc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the third of three reports. Refer to 1314417-2025-00062 for the first report. Refer to 1314417-2025-00063 for the second report. Difficulty was reported, when inserting the tube, which caused an [unspecified] injury to patient. No additional information was provided.

Manufacturer narrative:
The actual complaint product was not returned for evaluation; additionally, no photographic/videographic evidence was provided by the reporter. The vendor inspected the hardness of 3 retained samples and determined them to be within the acceptable hardness range. The complaint could not be confirmed and the root cause could not be determined. The device history record for lot 2310012358 was reviewed and the product was produced according to product specifications all information reasonably known as of 27 aug 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint-12718 this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
Sunmed holdings llc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the third of three reports. Refer to 1314417-2025-00062 for the first report refer to 1314417-2025-00063 for the second report difficulty was reported, when inserting the tube, which caused an [unspecified] injury to patient. No additional information was provided.